Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
B3 date of event has been corrected. G3 date received by manufacturer has been corrected.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced lots of issues with the automated impella controller (aic) and impella catheter. The controller issue was with a service loaner without connect issues. There was a controller failure. The controller error occurred when swapping the aic. Controller error continued on the new controller. On both aics alarm would occur and resolve. The impella position in aorta, placement signal unreliable alarms would occur. Position was noted to be fine on echocardiogram. Impella support continues.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the first automated impella controller. Refer to related reports in h.10 for the report representing the pump and for the report representing the second automated impella controller.